Event description:
It was reported that the right atrial lead was dislodged. Patient was asymptomatic. Patient had previously had an atriotomy during open heart surgery so did not have a right atrial appendage. The lead did not sense and capture in the atrium, but captured and sensed intermittently only in the ventricle. The lead was repositioned on (B)(6) 2017. Patient's condition was good and stable.